Manufacturer narrative:
It was initially reported that the brakes would go from brake mode to neutral on its own due to malfunction wiring harness #2. Follow-up submitted as further investigation determined this was also due to a damaged base channel extender and damaged linear position sensor.

Event description:
It was reported via repair work order that the brakes would go from brake mode to neutral on its own due to malfunction wiring harness #2, damaged base channel extender, and damaged linear position sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes would go from brake mode to nuetral on its own due to malfunction wiring harness #2. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.